Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No further testing possible due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had errors on the insulin pump while rewinding and during a bolus. Customer stated that they also have a blank display. Customer's blood glucose level was 290 mg/dl. Customer treated with a manual injection. Customer stated that the pump was exposed to moisture because it was rained on quite a bit. Customer has been off the pump for 3 weeks because his health care provider would not write the prescription for his supplies. Customer has been off the pump for a few months now. Pump would not turn on to access the alarm history. Pump passed the self-test. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.